Manufacturer narrative:
.

Event description:
It was reported the vns patient passed away on (B)(6) 2015. The patient was found in his chair, dead, in his home. Heart attack was reported as the presumed cause of death. An obituary was found that confirmed the reported date of death. The relationship of the death to vns is unknown. Attempts to obtain additional relevant information have been unsuccessful to date.